Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300mg/dl at its highest and the customer changed their pump supplies in order to resolve the bg level and occlusion alarms. Reportedly, the customer believed that the occlusion alarms were due to scar tissue in the site area. No troubleshooting was performed due to occlusion alarms occurring in the past therefore the possible cause of the occlusion alarms could not be determined.